Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description : the reported field event of inappropriate shock was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and out automated testing equipment. Analysis found high voltage output circuit damage. No other anomalies were found. The cause of the anomaly is believed to be due to a lead anomaly.

Event description:
It was reported that the pt received several inappropriate shocks due to suspected high voltage lead fracture. Noise was detected in one episode. X ray showed a fracture within the collarbone area. The rv lead was capped and a new lead was implanted. The device was explanted.